Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: during investigation, it was found that the ok key was over responsive. The keypad was removed and contamination was found under all of the key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the ok key was over responsive and contamination was found under all of the key contacts. This report is made based on results of investigation completed on 28-sep-2018.